Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the proper air removal techniques. Tandem technical support informed the customer that not performing the air removal technique is off label per the tandem user guide. Customer¿s blood glucose level was 110-200 mg/dl. Customer reloaded the cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.